Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported the strings were missing from all the tampons in a 50 count box. She did not use them and discarded all of the tampons.